Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that a stent dislodged within the sheath during a procedure on an hemorrhagic hepatic artery.

Manufacturer narrative:
Engineering analysis: the v12 was removed from the packaging and inspected to determine the cause of the complaint. The delivery system was decontaminated and inspected for damage. There was no damage seen. The stent was still on the balloon but no longer between the ro marker bands and was loose on the balloon. The stent diameter was measured and was 2.3mm. This diameter is indicative of the 59 stents measured during the quality performance testing inspection. The stent had a fairly large bend to it most likely from the bend into the hepatic artery. It is not clear how the stent dislodged during the procedure but the advanta v12 stent has not been tested or evaluated for use in the hepatic artery. The instructions for use supplied with the advanta v12 specify the following when resistance is met during advancement: "do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered." The introducer sheath used in the case was not returned. The returned device balloon surface was evaluated to determine if the stent was crimped properly during manufacturing, when the stent is crimped on to the folded balloon the stent frame leaves impressions of the stent frame on the surface of the balloon. The impressions indicate if the stent was properly crimped on to the balloon. The crimped stent impressions were clearly visible indicating that the stent was properly crimped during manufacturing. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all (B)(4) quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing related to the stent. During the final lot qualification data shows that all (B)(4) test samples were able to pass through the 7fr introducer sheath without issue. Since december of 2013 over (B)(4) test units have been passed through the introducer sheath without a failure for the inability of the stent to pass through the introducer sheath. The product in question has also been subjected to simulated use in a tortuous iliac artery model whereas the stent delivery system is advanced contralaterally over the iliac arch through a 7fr 55cm long cook check flow performer introducer sheath. The stent is then deployed at nominal pressure as specified on the product label and the balloon deflated and withdrawn back through the introducer sheath. This testing was conducted numerous times while being submerged in a heated water bath at 37°c (body temperature) during design verification testing of the product. None of the samples tested had an issue regarding stent dislodgments while passing through the introducer sheath. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the device and or lot of stent delivery systems in question. Clinical evaluation: a stent can become dislodged if the vessel has calcification or severe disease, if the vessel has not been properly pre-dilated, if the stent has not been sized correctly and if the physician uses force to advance or withdraw the catheter. The instructions for use state, "use of the icast is contraindicated in lesions that are heavily calcified or when it is not possible to access the site with standard placement techniques." Insufficient stent securement during access through the sheath may lead to the need for removal of the stent delivery system. This event may be associated with the potential harm of a delay in treatment as well as the need for additional medical or surgical intervention.